Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair with complaint of cassette not attached error. Event history review confirmed multiple instances of cassette not attached properly alarms after attaching a cassette. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Confirmed a delaminating downstream occlusion (dso) seal and no change in dso sensor pressure value. Replaced dso sensor, dso bezel, and dso seal. Upon further investigation, evidence of liquid ingress was found inside the device. Corrosion was observed on many components and connectors of the printed wiring assembly (pwa) board. Replaced pwa board and lower chassis gasket. Calibrated dso sensor and lcd. Installed current software. Device passed all testing post repair.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-08817. Please reference file mrn 3012307300-2024-07380 for all details pertinent to this event.